Manufacturer narrative:
(B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. Pre-dilation was performed with a balloon. A 3x24mm promus element drug-eluting stent was implanted in the proximal to mid lad. A 2.75x32mm promus element ¿ drug-eluting stent was deployed in the mid to distal lad. During post dilation, the physician noticed a stent dissection at the distal edge of the 2.75x32mm promus element ¿ stent. The physician took a smaller 2.75x16mm promus element stent to cover the lesion while overlapping the distal part of the 2.75x32mm promus element ¿ stent and the procedure was completed. No further patient complications were reported and the patient status was stable.